Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there were no notable circumstances that led them to not feeling stimulation. When asked what the cause of the issue was they said "equipment" and indicated that they got new equipment for charging and they confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their controller battery is not holding a charge as long as it used to, as they used to be able to charge the controller in the morning and then charge the implanted neurostimulator in the evening, but now when they wake up the controller is dead/empty. Patient stated they had been told by their manufacturer representative (rep) that the controller battery should last 2.5 days. Patient also mentioned that it is difficult to get the recharger positioned over the implant because the battery is so depleted and it takes them 3 or 4 tries. Patient did mention at least 2 or 3 months ago they went in for reprogramming because they used to be able to feel when stimulation was on or off and they weren't feeling that sensation anymore. Patient stated it used to be like their energy got depleted and their body would gradually get tired when the battery was low, which they stated might have been psychological. Patient stated they usually feel tingling when they lay down in bed and they haven't felt that in at least 2 weeks, so they thought that might be due to the controller battery depleting. Agent had the patient reset the controller. Patient confirmed no visible damage to the battery co mpartment or battery pack. Agent provided information on battery depletion rates and reviewed with patient that bp was replaced in august 2023, so the changes in controller battery depletion could be due to reprogramming of therapy. Agent redirected the patient to their hcp to further address.